Manufacturer narrative:
Additional, changed, and/or corrected data: a4; a6; b5; d6b; h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported "rupture¿. Side is unknown. Device was explanted.

Event description:
Healthcare professional reported right side "rupture¿ diagnosed by ultrasound. Healthcare professional later reported "any creases" and "hole, non-specific." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). Rupture: missing piece of shell assessed as inconclusive. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture¿. Side is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.